Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis.external insulation abrasion was noted at 45.4-45.6cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location. Internal insulation abrasion was noted at 13.4-14.5cm and 15.5-17.4cm from the distal tip. The etfe coating was damaged during the surgical procedure at these locations.(B)(4).

Event description:
This report is to advise of an event observed during analysis.